Event description:
It was reported by end user that the joystick will not turn off or run the chair. Sherry was not able to provide a serial number or model to the chair, but has had the unit for about 4 years, unit in a private home. Sherry states the unit has never been serviced. The caller has no further information to provide.